Manufacturer narrative:
A2, a3, and b7 were corrected to add information received.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, d10, g3, g6, h2, h3, and h11. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sponge plug at the tip end of a 6f exoseal vascular closure device (vcd) did not pop out, failing to seal the puncture point. Manual pressure was used by the physician to stop the bleeding at the puncture point. The patient required long period of time of bedrest due to increased risk of bleeding due to advanced age and poor compliance. There was no reported patient injury. The procedure was a cerebral angiography. The operational steps were followed. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 6f non cordis short sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had mild visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the sponge plug at the tip end of a 6f exoseal vascular closure device (vcd) did not pop out, failing to seal the puncture point. Manual pressure was used by the physician to stop the bleeding at the puncture point. The patient required long period of time of bedrest due to increased risk of bleeding due to advanced age and poor compliance. There was no reported patient injury. The procedure was a cerebral angiography. The operational steps were followed. The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 6f non-cordis short sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site had mild visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The deployment button was fully depressed and flushed against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button. The product was not returned for analysis. A review of the manufacturing documentation associated with lot: 18330029 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "vascular closure device (vcd) deployment difficulty unable" could not be confirmed. Without the return of the device, the cause of the event could not be determined. Procedural, handling, and/or anatomical factors, such as the calcification reported, may have contributed to the reported event. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sponge plug at the tip end of a 6f exoseal vascular closure device (vcd) did not pop out, failing to seal the puncture point. Manual pressure was used by the physician to stop the bleeding at the puncture point. The patient required long period of time of bedrest due to increased risk of bleeding due to advanced age and poor compliance. There was no reported patient injury. The procedure was a cerebral angiography. The operational steps were followed. The device will be returned for evaluation.